Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised due to pain from the dissociation of the liner from the cup. Doi: (B)(6) 2015; dor: (B)(6) 2018; left hip.

Manufacturer narrative:
Product complaint # (B)(4) investigation summary examination of the returned devices confirmed the reported event. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch will be filed as appropriate.